Event description:
The patient was undergoing a medical procedure using a velocity delivery microcatheter (velocity). During the procedure, the physician found that the velocity was fractured mid-shaft. Therefore, the velocity was no longer used in the procedure. No additional information was provided regarding the completion of the procedure. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra distributor indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Please note that the following section was inadvertently missed on the initial MFR report and is being included on this follow-up #02 MFR report: 1. Section d. Box 5. Operator of device h3 other text : placeholder.